Event description:
It was reported that a patient underwent a hip replacement procedure on an unknown date and topical skin adhesive was used. The patient experienced leaking at the incision site for five weeks since the surgery. The patient was taken back to the operating room to have the wound washed out and vac therapy but is still experiencing leaking of approximately one litre per day. The patient has required prolonged hospitalization to resolve this issue. Swabs of the wound have been negative for bacteria growth.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05744. The same patient is represented in each medwatch.